Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified as no used cartridges were returned for evaluation.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump cartridge had been "loaded" and the pump was working "fine". Later that night, the customer's blood glucose (bg) level was over 400 mg/dl. The customer changed out the cartridge and infusion set and the next day the bg was approximately 300-400 mg/dl. After both cartridge changes, the customer detected a strong insulin smell and assumed insulin was leaking from somewhere; however, was unable to pinpoint the area of leakage. The customer reverted to using insulin injections as an alternate method for insulin therapy. As the event had occurred in the past, tandem technical support was unable to troubleshoot to determine the source of the leakage.